Event description:
It was reported that the pump was not detecting syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by front corners. Bottom case was cracked by l-bracket screws and all hinges are cracked in the back. Error history log review found an invalid syringe size. The root cause of the reported issue was found to be incorrect barrel clamp assembly by customer. Actions were taken to mitigate the reported issue: reassembled the whole barrel clamp assembly. Performed syringe test and all functional tests which passed.